Event description:
Boston scientific crm received info that this atrial lead had dislodged one week post implant. Therefore, a revision procedure was perormed and the lead was repositioned. However, the lead then dislodged again and the decision was made to explant the lead and replace it. Upon explant, the helix was extended and there is about a 4 inch thread (string) hanging on the helix.